Manufacturer narrative:
D4 lot number unknown; possible lot numbers 4434315 or 4405976 no product was returned and no photos were provided. The reported complaint could not be confirmed. If the product is returned this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that the device over infused, ending at 38 hours instead of 46 hours with 21.2ml left over. Pump read that the bag was empty. Patient was not affected. This event occurred at the patient's home and was operated by a health professional. There was patient involvement and no patient harm/adverse event reported.